Manufacturer narrative:
Citation: marco barbanti. Early discharge after transfemoral transcatheter aortic valve implantation. Heart. 2015 sep;101(18):1485-9 0. Doi: 10.1136/heartjnl-2014-307351 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the feasibility and the safety of early discharge (within 72 hours) after transfemoral transcatheter aortic valve implantation (tavi) and to identify baseline features and/or periprocedural variables, which may affect post-tavi length-of-stay (los) duration. All data were collected from a single center between june 2007 and july 2014. The study population included 500 patients (predominantly male; mean age 80 years), at least 333 of which were implanted with medtronic corevalve® (serial numbers not provided). Among all patients adverse events included: stroke, major and minor bleeding, new permanent pacemaker implantation, major and minor vascular complications, and re-hospitalization. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.